Event description:
Ethicon long 45 stapler misfired while stapling across pt's stomach. It had been used at least 3 times, with reload # tr45w, prior to misfire. The load that misfired was a 6r45b load. The scrub tech knows how to load the stapler. She is certain that it was loaded correctly. Dr. Requested that the stapler be sent for evaluation. A new stapler and new reload was placed on the field.